Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), using ent 2.2.2 software, the navigation system became unresponsive in the navigate task. In trouble-shooting, a re-boot of the system restored normal function. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported the issue could not be replicated. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. The software has been upgraded on the system in the field. No further subsequent issues reported with this system.